Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient had this valve implanted, then immediately explanted. Per the op report, after implanting the device and initial attempts to wean the patient off cardiopulmonary bypass (cpb), there was perivalvular leak noted. Therefore, the patient was placed back on cpb. This defect was repaired by placing additional pledgeted sutures in the region of the leak. The patient was weaned off cpb once again. The examination of the mitral prosthesis showed that the leak was resolved. Unfortunately, after administering a small dose of levophed, which increased both the blood pressure as well as heart rate, there was bright red blood coming from the dorsal aspect of the pericardium. The diagnosis of av dissociation was immediately made and the patient was placed back on cpb. After inspection, it was clear that the bleeding was coming from the av groove. The defect was then repaired with very large 3-0 pledgeted prolene sutures and subsequently, a mechanical mitral valve chosen as the replacement due to the small size of the patient's annulus. The patient then showed surprisingly good hemodynamics following the 3rd discontinuation from cpb. The mechanical mitral valve was opening and closing without difficulties and without impairment of leaflet motion.

Manufacturer narrative:
(B)(4). It was reported that there was perivalvular leak (pvl) after initial implantation of this device. Regurgitation is considered to be a pvl if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. Annular calcification is a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. It was also reported that the patient had a significant amount of blood coming from the dorsal aspect of the pericardial space after repair of the leak. It was noted that the blood coming out was suggesting of a defect in the av groove. When this type of complication is associated with mitral valve replacement, it is typically related to excessive debridement of the mitral annulus, a calcified or fixed mitral annulus, excessive debridement or excision of the papillary muscles, or aggressive retraction of the apex of the heart after prosthetic valve placement. This is not a product malfunction and is typically not device related. In this case, the patient's mitral annulus was noted to be severely calcified. Although the root cause of this event cannot be confirmed with the available information and without the explanted valve, it appears that this event may have been related to the patient's severe calcifications reported. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible at this time.